Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device. The customer's report was not replicated or confirmed. The device was put through extensive testing using test auxiliary power supply and test batteries including performing power cycles with battery and aux separately and together, quickly swapping batteries with and without aux, and performing general defib functions while bench handling without duplicating the report. An internal inspection of the device found no discrepancies. The device log does not capture reports of this type. The device was returned to service. No trend is associated with reports of this type.